Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care displayed an error message. The product was returned and investigated for the error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care displayed an error message. The product was returned and investigated for the error issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no burn marks or components damage were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); burn marks spotted around the battery were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor did not communicate with evm ( evaluation module). An extended investigation was observed. Visual inspection was performed using a digital microscope on the returned puck. Burned flux was observed near the battery pads of the printed circuit board assembly (pcba). No other damage was observed on the pcba. The sensor initial data was reviewed. Burn marks on the pcba were observed after de-casing, thus the case was forwarded to extended. Functionality testing also did not pass during previous phase. To confirm the functionality of the returned sensor. The device was brought to the bench for testing. The returned sensor was scanned on the evm (evaluation module), and then restored and reactivated using tool. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. It was observed that the returned puck moved into next stage, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The errors observed in the historical log were not able to be reproduced and no abnormal readings or errors were observed during testing, indicating that the sensor was fully functional. The burned flux was able to be removed using isopropyl alcohol on the pcba. No burn marks were observed on the pcba after removal of the areas, and testing results indicate the burned flux did not impact sensor functionality. The reported event of sensor error/sensor end was not confirmed. No abnormal errors were observed during testing and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this investigation is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.